Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 13-jan-2022. The device evaluation was completed on 19-jan-2022. According to pictures provided by the customer, a reddish material was observed. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned carto vizigo¿ sheath revealed that the valve was missing. Also, the device¿s dilator was not included for analysis. Another dilator was introduced into the device and a piece of reddish foreign material was found attached to the dilator after it was fully introduced into the sheath. The issue reported by the customer was confirmed, but the root cause of the dislodgment of the hemostatic valve and this reddish material being inside the device could not be conclusively determined. A device history record evaluation was performed for the finished device number 50000030 and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed that the valve was missing on the carto vizigo¿ sheath that was received for analysis. Initially, it was reported that when the physician went to aspirate from the vizigo sheath, he pulled back and there was a small piece of tissue that became lodged in the hub of the sheath. The physician had to put the dilator back in to move the piece of tissue and be able to get it out. This occurred towards the beginning of the procedure before going transseptal. There were no issues reported using the sheath. No adverse patient consequences were reported. The biological material found was assessed as not MDR reportable. This does not pose any risk to the patient. If tissue is present and was noted during the procedure but the patient is free of symptoms or distress of any kind, this is not reportable. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the valve was missing on the returned device. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 19-jan-2022.